Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. A vyaire technical support recommended to customer to calibrate the blender since the customer already calibrated the air/02 relay. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
It was reported to vyaire medical that the avea ventilator is giving inaccurate fraction of inspired oxygen (fio2). The patient was transferred to different ventilator and confirmed no harm. No other issues reported.